Manufacturer narrative:
This report is for one (1) unknown connecting screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown connecting screw. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, patient underwent open reduction internal fixation (orif) surgery with (B)(6) proximal femoral nail antirotation (pfna) for a femoral trochanteric fracture. During the surgery, the drill bit interfered with the nail. The issue happened while the surgeon drilled the bone for distal side stopping. It was noticed that the connection between devices was loose, thus the connection screw was re-tightened. The surgeon drilled again which came up successful and the distal hole was fixed properly. The surgery was successfully completed with thirty (30) minutes surgical delay. There was no adverse consequence to the patient. Concomitant device: drill (part # unknown, lot # unknown, quantity 1); pfna ii blade (part # unknown, lot # unknown, quantity 1); insertion handle (part # 03.010.405, lot # 3724409, quantity 1); aiming arm (part # 03.010.406, lot # 9245642, quantity 1); protection sleeve (part # 03.025.040, lot # l557061, quantity 1) ; drill sleeve (part # 03.010.065, lot # l413852, quantity 1) ; pfna ii nail (part # 472.102s, lot # 9789476, quantity 1). This report is for one (1) unknown connecting screw. This is report 2 of 2 for (B)(4).